Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, consistent with the stent delivery system (sds) being advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first two rows of the proximal end of the stent implant, confirming the reported damage. The guiding catheter used during the procedure was not returned which may have aided in the investigation. The tip length and stent outer diameters were measured and met manufacturing criteria. An attempt was made to advance the sds through a new 6f guiding catheter but the sds could not be advanced due to the stretched proximal stent struts. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. It was reported the lesion was not pre-dilated, which also likely contributed to the reported difficulties. It should be noted the xience v instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that may have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate calcification. An attempt was made to direct-stent with the xience stent delivery system (sds); however, the device did not cross the lesion. During an attempt to remove the sds, resistance was noted with the guiding catheter. After removal, it was noted that the proximal stent strut was flared. Pre-dilatation was performed with a non-abbott balloon, and a new xience stent was used to successfully complete the procedure. There were no adverse patient effects reported. No additional information was provided.